Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that during testing, the message "joules not delivered" was displayed. The customer was discharging in the wells with hard paddles or the handle free cable and test plug when the message was displayed. It was indicated that this is an intermittent issue. There was no pt use associated with the reported failure.